Event description:
Additional information received from a healthcare professional (hcp) reported the patient's weight was unknown. The cause of the swelling was unknown. It was reported the patient was offered imaging of the spine and device. The patient refused a MRI and a CT was ordered. The patient had not followed up to received the imaging study. The patient was reported to have a past medical history of chronic pain syndrome, and post-laminectomy syndrome.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving fentanyl (unknown concentration and dose) for spinal pain via an implantable pump. It was reported the patient had their pump refilled for the second time on (B)(6) 2023 and since then they had swelling at the catheter site where it goes into the spine. The patient stated their doctor told them to wait a few weeks and lay on their back. The patient reported that it had not helped and the swelling won't go down. The patient reported their doctor would be gone for the month of february and wanted to see someone else as they did not want to wait. They reported the more active they were the more swollen it becomes and thought the catheter may be blocked and causing the swelling. The patient was redirected to their physician.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4) implanted: (B)(6) 2022. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-sep-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.